Event description:
It was reported that upon opening the package, the clinician found the spring wire guide (swg) was unraveled. As a result it was not used, instead a new set was opened.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. Evaluation: one swg was returned for evaluation. The swg was microscopically examined. Swg was unraveled, separated and missing at a minimum 0.9 cm of core wire and the j-tip weld. The core wire of piece a, measured 34.8 cm in length from the straight end weld to the break. The outside diameter measured 0.0175 which meets the outside diameter specification. Piece b contained 9.3 cm of core wire with no distal (j-tip) weld attached and unraveled coiled wire. This swg is packaged in an advancer in the tray. The advancer was not returned and no info was provided from the customer as to the handling of the swg after opening the tray. A comprehensive investigation into this reported complaint of "swg was found unraveled" upon opening the tray, could not be performed since the advancer was not returned and no info was provided regarding the handling of the component after opening the tray. The returned swg was confirmed as separated and unraveled through visual examination. As a result, the potential cause of this issue cannot be determined.